Event description:
Caller states that during a proficiency study, the following result was obtained on the coaguchek s system: 5.0 inr with a mean of 3.41 inr. No adverse event reported. Requested return of suspect device; however, caller no longer has the test strips; replacement was sent.